Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet completed. Additional information will be submitted within 30 days of receipt.

Event description:
While deploying a cypher (3.0/28mm), the balloon ruptured at 12 atm. Two other cyphers had been implanted previously in the mid and distal left anterior descending (lad) branch. The proximal lad was predilated with the sds balloon that was previously used. While inflating the cypher (3.0/28mm), the balloon ruptured at 12 atm. Therefore, post-dilation was conducted with a balloon (3.0mm/length unknown: lacrosse) at 16atm. The stent was successfully implanted. There was no reported patient injury. There was no information regarding the patient. The target lesion was the proximal lad. The vessel was a de novo, slightly calcified, but not tortuous. The % of stenosis is unknown.